Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.9 cm diameter abdominal aortic aneurysm. The proximal neck was 19 mm in diameter and 25 mm in length. The left common iliac artery was 13 mm in diameter and the right common iliac artery was 14 mm in diameter. The right external iliac artery measured 8 mm in diameter and the left external iliac artery measured 7 mm in diameter. There is severe curvature at the proximal aortic neck and the right common iliac artery. The neck angle is 80 degree. It was reported that on during the index procedure, on the final angiogram, a proximal type I endoleak was observed. The physician implanted other manufacturer¿s cuff device. After the cuff was implanted the endoleak had reduced and by the end of the procedure had resolved. The physician suspected that the mark that was made on the display for the angiogram was incorrect, which resulted in the inaccurate deployment of the bifurcate resulting in the type I endoleak. Additionally, due to the tight distal diameter in the region of the flow divider, the physician was concerned about the potential for occlusion. Proactively, the physician implanted the contralateral limb and intentionally positioned it 5 mm high. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (inaccurate delivery, endoleak), failure to follow instructions (inaccurate marking of bifurcate location), patient's condition affected effectiveness of device (anatomy related; angulated neck), unapproved use of device (aortic neck greater than 60 degree). Conclusion: known inherent risk of a procedure (inaccurate delivery, endoleak), off ¿label, unapproved or contraindicated use (aortic neck greater than 60 degree), device failure/lack of effectiveness related to patient condition (anatomy related; angulated neck), use error caused or contributed to the event (inaccurate marking of bifurcate location).